Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (display issue) issue; occasionally becomes frozen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/17/2014.device evaluation: the device has been returned and evaluated by product analysis on 03/26/2014 with the following findings: on investigation the display screen was found to be fully functional and illuminated. Investigation was unable to confirm or duplicate the allegation of a frozen display screen. The pump was found to be operating within required specifications without malfunction.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.